Event description:
The patient reported experiencing an elevated blood glucose of 17-18 mmol/l with increased thirst and drowsiness. The patient reported needing to give more insulin than usual for a couple weeks. The patient reported seeing his health care provider about ten days earlier and stated that his settings were confirmed correct. A review of the pump history showed that there were no relevant alarms from the last couple weeks. The total daily delivery history was confirmed to be accurate. A review of the site and set found that the patient was tucking the tubing into the notch of the inserter on the infusion set prior to cocking the inserter. Customer support advised the patient to tuck the tubing into the notch after the device was cocked. The patient confirmed no noted issues with the sites and the patient rotated the sites appropriately. Customer support advised the patient that there was no current indication of a malfunction of the pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows data from (B)(4) 2013; the pump was used after the original complaint date and therefore all histories and black box data for that time period have been overwritten. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms related to the complaint observed in the black box or alarm history; only typical usage alarms and warnings were observed. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.